Event description:
After the secone or third biopsy, the physician noted one cup would not close properly. The endoscope and biopsy forceps were removed from the patient simultaneously. Evaluation of the product revealed the forceps anchoring wire had broken near the cups. An injury to the patient was not reported.